Manufacturer narrative:
MFR received date 01nov2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-04461 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an ¿oxygen not available¿ alarm occurred. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.